Manufacturer narrative:
The perforator was not returned for evaluation; therefore, the root cause of this complaint could not be verified. We will continue to monitor for this or similar complaints for this product code. The device history records for this perforator were reviewed. All tests and inspections associated with the assembly and manual functional tests met specification requirements. This complaint in considered to be closed at this time. Should the perforator be returned at a later date this complaint will be reopened and an investigation will be performed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by sales rep, a perforator caused a dural tear.